Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 432 mg/dl. The customer did not indicate any symptoms and treated with a bolus from the insulin pump. Customer's blood glucose value was 99 mg/dl at the time of the call. The customer indicated the high blood glucose level was caused by a meal that they did not treat correctly for. The customer states they were not in auto mode when the high blood glucose occurred. Customer declined to troubleshoot for high readings. The product was not returned for analysis.